Manufacturer narrative:
A specific root cause could not be determined. An unknown problem during transportation of the suspect reagent pack in combination with an unknown handling issue by the customer was the most probable root cause. Based on the qc data provided, a general reagent issue was not suspected.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys vitamin b12 immunoassay results for patient samples and quality control material with reagent lot 20727101. The customer was questioning results dating back to (B)(6) 2017. The customer received new reagent lot 20727103 on (B)(6) 2017 and repeated patient samples that had been previously tested with reagent lot 20727101. Of the data provided, only the results for two patient samples were discrepant. Patient 1: the initial result was 171.6 pg/ml and was reported outside the laboratory. The sample was repeated with reagent lot 20727103 with a result of 339.1 pg/ml. Patient 2: the initial result was 83.3 pg/ml and the repeat result was 95.88 pg/ml. The repeat result with reagent lot 20727103 was 206.6 pg/ml. This patient was a female born in 1930. The low results were reported outside the laboratory and were questioned by the physician. There was no allegation of an adverse event. The reported results were corrected. The customer used cobas e 411 immunoassay analyzer serial number (B)(4). The quality control recovery also increased with reagent lot 20727103. Review of the calibration data provided showed all signals were well within the expected range. The customer is no longer using reagent lot 20727101 and has had no further issues since using reagent lot 20727103.